Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked touchscreen during household moving, after which the device was not functional and no longer watertight, and a replacement device was provided while the user discontinued ilet use and lacked an active dexcom transmitter. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included complaint history review, photo review of the damaged screen, and evaluation of returned device. Investigation of this case revealed physical damage to the display consistent with user handling, inability to shut down via the device menu due to screen failure, and that data would not transfer to the replacement. It was concluded that the event was due to device damage from external forces, not a manufacturing or design issue, and that replacing the device was appropriate.